Event description:
It was reported that the coil (subject device) mechanically detached when withdrawing in a microcatheter. The coil was pushed with the delivery wire and deployed in the aneurysm. Following this, twelve additional coils were deployed and the procedure was completed. There were no reported clinical consequences to the patient.

Event description:
It was reported that the coil (subject device) mechanically detached when withdrawing in a microcatheter. The coil was pushed with the delivery wire and deployed in the aneurysm. Following this, twelve additional coils were deployed and the procedure was completed. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis. Review and analysis of available information failed to identify a definitive cause for the reported event. The subject device was not returned.